Manufacturer narrative:
H3: analysis of the neu_pneneedle_acc was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing and it was determined to be user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a device. It was reported that the lead introducer broke during a case. Troubleshooting was not performed and the cause was unknown. They did confirm the issue was resolved.